Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a bent cannula and no flow during the occlusion test. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No.

Event description:
The device evaluation noted a bent cannula and no flow during an occlusion test.